Event description:
The surgeon reported that a pt implanted with a crystalens at52ao intraocular lens in the right eye had a myopic shift associated with posterior capsular contraction. The pt's preoperative bcva was 20/70 with m/r-7.50 =1.75 x x2. A yag capsulotomy was performed on (B)(6) 2011. The most current bcva as of (B)(6) 2011 is 20/20 with m/r -0.75 +0.50 x5. The surgeon indicated that the most likely cause of the event is due to capsular contraction. The crystalens remains implanted. The pt's current status was described as good with no further treatment.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the cause of the complaint is determined to be related to "posterior capsular contraction" as noted by the surgeon's report.